Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to evaluate the iabp unit. Upon inspection, the stm found autofill fault code 37, k8 sticking. The drive manifold was replaced. During repair vacuum connector and o-ring broke in compressor. Replaced hoses and connector. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an autofill failure. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.